Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that air was notice in the lines at the start of treatment. The facility noted leakage at the bvm cuvette and on stripping the machine down, the cuvette fell apart completely. There is no blood loss reported, and the patient had no ill effect. Sample is not available.